Event description:
The physician later reported she was not 100% sure what caused the patient's change in seizures, but she wanted to make sure the patient's vns was replaced. The physician&#38112;vns programming computer was checked and the patient's vns was found to be at ifi = yes, and it was noted the physician had just initially articulated that incorrectly to the tc. Additionally, the physician stated the rns could have contributed to the patient's change in seizure pattern. Product analysis of the explanted generator confirmed there were no performance or any other type of adverse conditions found with the generator. The generator performed according to functional specifications.

Event description:
It was originally reported by the physician the patient had several long general tonic clonic (gtc) seizures, which was out of character for this patient. The physician noted he was still making changes to another device the patient had, a redial nerve stimulator, but attributed the gtcs to vns battery depletion. An urgent request was made for generator replacement. A battery life calculation was performed which showed approximately 1.1 years remaining until a near end of service (neos) condition was observed. However, it should be noted there was over 2 years of missing data and this should be considered a rough estimate. The programming history database was reviewed and found the generator was working as expected through (B)(4) 2015, which was the last data point available within the programming history database. It was later reported by the company representative that he interrogated the patient's device on (B)(4) 2016 and found the generator was still providing therapy and was not depleted. The generator was received by the manufacturer for analysis. Analysis is expected but has not been completed to date. Attempts for additional relevant information have been unsuccessful to date.